Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure could be user error due to possible mishandling of the device, causing damage to the drill and/or drill guide. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/16/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8717ds-0910 drill was difficult to through the drill guide. The case was completed with a new product of the same catalog number. No patient harm.